Event description:
Follow up information received reported that the patient was scheduled for a lead revision and to have their neurostimulator replaced on (B)(6) 2012. If additional information becomes available, a follow up report will be sent.

Event description:
It was reported that the patient was recharging more than expected. Specifically, he could not get more that 2 coupling bars on his recharger when normally he would get 8 bars. Impedance measurements indicated >3600 ohms. The patient was still getting stimulation. It was recommended that x-rays be performed to determine if the implantable neurostimulator (ins) was flipped. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3487a-33 lot #j0519301v implanted: (B)(6) 2005 explanted: na; lead model 3487a-33 lot #j0519301v implanted: (B)(6) 2005 explanted: na; extension model 3708340 serial #(B)(4) implanted: (B)(6) 2006 explanted: na; extension model 3708340 serial #(B)(4) implanted: (B)(6) 2006 explanted: na; programmer model 37743 serial #(B)(4); recharger model 37752 serial #(B)(4).

Event description:
Further follow up information obtained indicated that the patient had cancelled his surgery on (B)(6), 2012. It was noted that he was receiving therapy though on an inconsistent basis. The patient felt no stimulation even when adjusted to the maximum level. He understood that he needed a lead revision and was to be rescheduled for surgery in the near future. If additional information is received, a follow up report will be sent.